Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose result was "500 + mg/dl" and "hi" mg/dl. For two days, the patient's blood glucose result would decrease to 450 mg/dl when fasting and then would increase to "500 + mg/dl" and "hi" mg/dl. The patient experienced symptoms of vomiting and diabetic ketoacidosis symptoms. The patient went to the emergency room where her blood glucose level was "700 + mg/dl". The patient went into a coma around 10 minutes after testing the blood glucose level. The patient was admitted into the intensive care unit where intravenous solutions were administrated and the patient was put on other medical devices. The patient had 2 epilepsy episodes while at the hospital. The hospital couldn't manage the patient's case and the medical staff were not able to control the high blood glucose levels. On (B)(6) 2023, the patient was transferred via ambulance to another hospital with better consultants. For two days, the patient received more intravenous solutions. She was prevented from eating or drinking for 24 hours. The medical doctors asked the patient to switch to multiple daily injections. The patient was released from the hospital on (B)(6) 2023. The patient stated she does not doubt that the infusion device was providing inaccurate insulin delivery, but the doctors and the patient's family members believe that the infusion device was not delivering the insulin accurately. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (serious injury event on (B)(6) 2023), is related to case with patient identifier (B)(4) (malfunction and serious injury event on (B)(6) 2023).